Event description:
It was reported that during the procedure the depth stop malfunctioned and the drill advanced to full capacity, further than desired. The case was completed using an alternate device without reported patient harm.

Manufacturer narrative:
Additional information in b4, d4 (item), d4 (UDI), g4, g7, h2, h3, h4(unknown), h6: methods, results, and conclusion codes. The returned device was evaluated. A visual inspection confirms that the height adjuster has jammed onto the drill and the pin that holds the adjuster has fractured off allowing the device to disassemble. It is also important to note that the drill is jammed to another manufacturer's power chuck. The complaint is confirmed. The manufacturing DHR was not available for review at this time. Actions have been taken as part of a CAPA to address this issue for dhrs going forward. Should the information become available, this pce will be reopened and reassessed as necessary. The likely cause for damaged threads is due to cross-threading. Based on the visual examination and the complaint description, it is possible that the off-label usage of a power tool on the lineum system contributed to this event. The power tool could have been used in an off axis manner that could bend the drill causing it to jam with the drill guide. Once the drill was jammed with in the guide, it would be expected to see the pin of the height adjuster to fracture if torsional forces were continued to be applied.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during the procedure the depth stop malfunctioned and the drill advanced to full capacity, further than desired. The case was completed using an alternate device without reported patient harm.